Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The device as received had a balloon with a severely inverted yip, and the inflation indicator was extended ~1mm. The inverted balloon indicates significant tension was applied during pull back. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm spec. The review of the lhr (lot f1315609) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use (IFU).

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the arteriotomy. The pt was converted to 15 minutes of manual compression at which time hemostasis was achieved,. The pt was ambulated and discharged to home the same day with no clinical sequela noted.